Manufacturer narrative:
Corrected data: h6. - results code 2. Additional manufacturer narrative: examination of the returned device revealed the following: the entire device was returned; approximately 1.7 cm of the distal shaft, upon which the endoprosthesis is mounted, was exposed near the tip end of the device; the endoprosthesis was longitudinally compressed towards the transition; the endoprosthesis also had outwardly flared struts in the first strut row; the outer braided constraining line was deployed approximately 0.9 cm; the remainder of the endoprosthesis was still constrained by the inner braided constraining line. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Manufacturer narrative:
Corrected data: h6. - results code 1. Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements.

Manufacturer narrative:
Additional manufacturer narrative: c1. Name (#1) - cbas® heparin surface; manufacturer/compounder: w. L. Gore & associates, inc. Lot #18231447. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
A direct product analysis is ongoing.

Event description:
It was reported to gore: on (B)(6) 2020 a patient was being treated for a left popliteal sfa cut down using a gore® viabahn® endoprosthesis (viabahn), through a medtronic 12fr sheath. The physician pre-dilated the treatment area. While the physician was advancing the delivery system to the treatment area he noticed the radiopaque markers were off by approximately 2 cm. The fsa then suggested the physician retrieve the device. The physician carefully and slowly removed the device. When the device was cleared of the patient it was noted that the device was sliding freely on the catheter. The physician noted he felt a slight resistance at first, however he thought the resistance was due to the patient's tortuous anatomy. The procedure was completed using another viabahn of the same size. The patient tolerated the procedure and is doing well. The device is available for return, a histo kit has been requested.